Event description:
We received an allegation about discrepant results for 1 patient sample tested with lithium assay on a cobas 8000 c702 module. The initial result was 1.9. The physician questioned the initial result, prompting the repeat of the sample. The repeat results were 0.34 and 0.35. The unit of measurement was not provided.

Manufacturer narrative:
The lithium reagent lot number and expiration date were not provided. The investigation is ongoing.